Event description:
Device returned with oos report indicating that the pt was unable to defibrillate. Device experience on the form indicates that the ICD did not deliver shock/therapy, but this was marked by mistake. The device delivered shock therapy, but did not successfully defibrillate the pt.

Manufacturer narrative:
Upon receipt, the device status was bol. A number f 48 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flowless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered defibrillation shocks as specified with a charging time of less than 10 seconds. The delivered shock energy was recorded and inspected. The specified energy level was reached. In summary, the device is fully functional. By design, the maximum defibrillation shock energy available is 30 joule. PMA number is p000009.